Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported receiving erratic readings on an adc hospital blood glucose meter. Customer reported receiving readings of 1.1 mmol/l, 8.6 mmol/l, 24.8 mmol/l and 8.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A health care professional reported receiving erratic readings on an adc hospital blood glucose meter. Customer reported receiving readings of 1.1 mmol/l, 8.6 mmol/l, 24.8 mmol/l and 8.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The meter was returned and investigated, therefore no further investigation activities are required. No product was returned for the precision strips. A valid serial number has not been provided for the precision strips. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional reported receiving erratic readings on an adc hospital blood glucose meter. Customer reported receiving readings of 1.1 mmol/l, 8.6 mmol/l, 24.8 mmol/l and 8.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.